Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received medical treatment as a result of site issue. The customer¿s blood glucose level was 136 mg/dl. The customer reported infiltration under the skin. The customer reported reason for hospitalization was infiltration with pain and swelling. The customer was treated with antibiotics and no discharge or puss. The customer declined troubleshooting for high blood glucose and treated with bolus. The insulin pump will not be returned for analysis.